Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient suffered pain and suffering, emotional distress, lost wages and medical expenses; excessive levels of chormium and cobalt. Doi: (B)(6) 2006 - dor: none reported (left side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and elevated ion levels. Dor: (B)(6) 2012. Update** - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; metal ion production; metallosis; elevated ion levels; metal-stained fluid; greater trochanter and posterior border of the gluteus medius grossly stained with metal, tissue gray in color; extensive scar tissue removed; corrosion. Adaptor sleeve and femoral stem added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.